Manufacturer narrative:
Date of postoperative nonunion and infection development is unknown. Original implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2017 due to an infection and nonunion in the tibia. Original implant date is unknown. One ti cannulated tibial nail and an unknown quantity of screws were removed. No revision at this time. This report is for one (1) 11 mm ti cannulated tibial nail-ex/315 mm-sterile. This is report 1 of 2 for complaint (B)(4).